Event description:
It was reported that tandem mobi pump experienced repeated cartridge alarms, including confirmed cartridge alarm 35 that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to use insulin injections if needed, and technical support arranged shipment of replacement pump.